Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call he was hospitalized on (B)(6) 2015. The customer experienced vomiting. Blood glucose was over 200 mg/dl. Customer was unclear if this was actually related to a high or just vomiting. The hospital lost his urine sample and he was given anti nausea medication and discharged shortly. He also reported that he has been experiencing high blood glucose. He had difficulty breathing and nausea. The day before, he was at 381 mg/dl and the day of the call, he woke up at 65 mg/dl and had a headache, he had breakfast and then was at 348 mg/d. Customer stated that he was unable to treat with the insulin pump. The bolus wizard calculated 0 units. The customer also stated that the insulin was out of the refrigerator since a day prior. He was not aware the insulin should only be taken out 30 minutes prior to filling the reservoir. No air bubbles or insulin leak found and the drive support cap is recessed. The customer received a call from the doctor and disconnected.